Event description:
Upon investigation (B)(6) 2011, manufacturer's domestic evaluations lab found inform electrical contact pin 3 burned and plastic is melted. No adverse event reported. The meter has been returned and investigated.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.